Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm and keypad anomaly. Customer's blood glucose value was unknown. Customer confirmed that the drive support cap was intact. Customer confirmed that the insulin pump was not exposed to high magnetic field. Customer stated that alarm history was checked and reset alarm was found. Customer confirmed that she was not used clear setting feature. Customer confirmed that the act button was not responding from the first time and she needs to press very hard on it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.